Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review but not during functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The probable root cause for the user advisory (ua) 12 error message could be due to the belt clip not detected in the spool shaft and/or not fully inserted when the autopulse was powered on, most likely attributed to user error. During the visual inspection, a damaged front enclosure was noted. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling. The front enclosure was replaced to address the issues. The archive data was reviewed and contained user advisory (ua) 12 error message on the reported event date, thus confirming the reported complaint. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without user advisory (ua) 12 error message. The user advisory (ua) 12 is the clearable error message to alert the operator when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During the device check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message when powered on. No patient involvement.